Event description:
Hospital personnel responded to a person, condition unknown. The device was removed from ac power then powered on and connected to the patient. According to the reporter, after approximately 1/2 hour, the device alarmed low battery then powered down. An extension cord was sought and the device re-connected to ac power for the remainder of the call. No adverse affects were reported as a result of the alleged malfunction.